Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). The lesion was predilated with a 2.0mm non bsc balloon and then a 2.50x28mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The physician attempted to remove the stent delivery system (sds) from the patient but the stent became caught on the non bsc guide catheter and the stent moved on the balloon approximately 3mm. The physician successfully removed the sds and guide catheter as a system and it was noted that the stent remained on the balloon. The procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed. (B)(4)